Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer was analyzed and found to have no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. Energy was delivered without any issues and passed the cut test. The knife slot measured at 0.026¿ and the jaw gap verification passed at 0.003¿. No errors occurred during in-house testing. A review of logs showed no failures. Additional observations not reported by site: 1. Upon visual inspection, the instrument grips were found to have scratch marks/abrasions. There was no material missing. 2. The instrument was found to have bending damage on the electrode portion of the grip. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis was completed and initial findings were confirmed. The instrument was re-installed on an in-house system and moved intuitively in all directions. No non-intuitive motion was observed. The jaw electrode was found to be bent/lifted towards the midline of the jaws.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument did not follow orders and made different movements than those made by the surgeon. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not provide specific details on the instrument movement whether it was imprecise/uncontrolled. Customer used a backup instrument to complete the surgery.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the vessel sealer extend instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.